Event description:
The reporter stated that the surgeon was advancing a single piece silicone lens model aa4202vl in the injector and a haptic tore off. There was no patient contact or injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens optic has a small tear. There is clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the cartridge and injector weren't returned for evaluation.